Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11. H11: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing by installing the valve set sample on a compounder and performing the system functional test procedure for the main module compounding system. This included the setup wizard which further included prime, verify, automated occlusion self-test, pump calibration, and direct entry compounding cycles with a 70% dextrose solution set to port 19 and sterile water universal ingredient to port 24 for testing. No calibration errors or leaks were encountered during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d9, h3, h6 and h11. D9 and h3: remove the selections. H6: type of investigation (update). H11: the actual device was not available; however, one companion sample was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred in (B)(6) 2025. E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) em2400 valve sets leaked. The issue was further described as, "leak on the valve strip". This occurred during use. There was no patient involvement. No additional information is available.